Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He confirmed the issue and calibrated the machine. I performed full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) helium transducer isn't calibrated. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.